Manufacturer narrative:
Insulin pump was received with blank display due to moisture damage on electronic assembly. Device was received with corroded battery tube, cracked battery tube threads, cracked case along the side of the battery tube and faded or stained serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was exposed to water while swimming and it shut down. The customer's blood glucose was 3.2 mmol/l at the time of incident. The insulin pump was cracked at the battery compartment and there was water coming out of the battery compartment. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device is not expected to be returned for analysis.